Event description:
Impedance spike on rvtip-rvring {same as rvtip-rvcoil as this is an integrated bipalar lead), rvtip-rvcoil, rv coil and svc coil alert: rv bipolar lead impedance warning on (B)(6) 2021 high rv threshold on (B)(6) 2021 report of patient death (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).